Event description:
The complaint info received indicated the physician experienced difficulty when puncturing the lesion. Afer a few "jabs" at the lesion, the needle punctured the lesion. After removal of the needle from the lesion, it was noted that a piece of the needle had broken off. A forceps was used to retrieve the broken needle piece from the pt. The needle piece was lost while trying to remove the needle with the forceps. Once the et tube was removed, the needle was found stuck inside. No portion of the device remains inside the pt. No further adverse effects to the pt reported as occurring.

Manufacturer narrative:
There were no echo-hd-25-ebus-o-c (echo) devices of lot #c951585 in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation. With the info provided a document based investigation was carried out. The complaint info reported that the physician had difficulty penetrating the lesion. A possible cause of needle breakage in this incident may be attributed to the pt's anatomy as the lesion being punctured was a hard lesion and required a particularly forceful advancement of the needle. As the device was not returned for evaluation and conditions of device usage cannot be replicated int he laboratory it is not possible to definitively state if this is the root cause of this complaint. The customer complaint was confirmed based on customer testimony. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in the procedures reference above and attached. The notes section of the instructions for use ifu0109-1 that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". A forceps were used to retrieve the needle piece from the pt. Once the et tube was removed, the needle was found stuck inside. It was confirmed that no part of the needle remained in the pt. No further adverse effects to the pt were reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.